Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an MRI wherein the ipg was not put into MRI mode, the patient experienced a shocking sensation. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2022 [related manufacturer reference number: 1627487-2022-06190 and 3006705815-2022-18026].